Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples, but 6 photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood leaking inside the holder with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® luer adapter leaked blood from the holder during collection. Blood leakage. No serious injury, blood exposure or medical intervention reported.